Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 317 mg/dl. Other blood glucose values were 299, 226, 91 and 281 mg/dl. Patient's current blood glucose value: 170 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with syringes and insulin bolus. Customer declined to check for possible site/insulin issues. Customer alleged the pump for under delivering insulin. The device is not expected to be returned for analysis.